Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in (B)(4). Trackwise complaint record-(B)(4). Internal autonumber: (B)(4). It was reported under tw# (B)(4) that, the biomedical engineer evaluated the iabp and replaced the pneumatic module. The manifold test passed, and the unit was returned for clinical use. The biomedical engineer disposed of the old pneumatic module and it is unavailable for return. Device serviced by hospital.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) generated a "restriction alarm" and blood was seen in the catheter tubing. There was no patient harm and no adverse event was reported.